Event description:
Report 1 of 3. The customer contact reported the delivery took longer than expected. On an unspecified date, at an unspecified time, the pump was programmed to deliver taxol. No specific programming parameters were provided. The customer contact reported that the delivery took longer than expected. There were no reported adverse pt effects. No medical interventions were required. The pt rec'd the complete dose of medication. No alarm conditions were noted troughout delivery. The pump was removed from clinical service. Though requested, no add'l info was provided.